Event description:
During an in clinic follow up, high pacing impedance and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The patient was undergoing a device upgrade procedure and the ra lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.